Manufacturer narrative:
(B)(4). Batch # 913a45. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two ecr45w reloads(b and c) present. The reload(b) was received partially fired 1/2, with 4 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the right proximal side. The reload(c) was received partially fired 1/2, with 1 double driver missing, making the reload non-functional. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 913a45, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire farther after fired a little. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.